Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 the customer called back for troubleshooting help. The field service engineer (fse) advised to replace the power switch overlay. The customer replaced the power switch overlay and the issue was resolved. The unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
The customer reported their demo unit alerted that the alarm light emitting diode (led) failed. There was no patient involvement. The manufacturer's field service engineer provided remote assistance and educated the customer that the alert means the alarm led has failed and would need to be replaced prior to use on a patient. The customer indicated the led was still functional and did not seek to repair the unit.